Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the purge issue was most likely misuse of the placement signal lumen, resulting in blood ingress due to lack of purge. The y-connector was improperly connected to the placement signal lumen. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The clinical team reported that there was a "purge system failure" that eventually led to replacing the impella with a balloon pump. No further information was provided.